Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, mid superficial femoral artery (sfa) a percutaneous transluminal angioplasty (pta) was initially performed to 5 mm with a proximal flow limiting dissection flap. A 5 mm x 10 mm absolute stent was deployed proximally, however, poor flow remained through the residual narrowing in the adductor canal. Additional pta to 5.5 mm was performed throughout and a 5 x 200 mm supera stent was deployed. Upon removal of the stent delivery system (sds) under magnified fluoroscopy, resistance was noted at the distal end-cone tip and the sheath. With manipulation of the thumbwheel and without force the device entered the sheath. It was noted that resistance was met as the end-cone reached the bifurcation within the sheath which immediately released. The device was noted to be moved without the end-cone which had fractured. Under fluoroscopy it was noted that the stent implant had been moved 10 cm proximally and extended a non-visualized distance into the sheath. Attempts were made unsuccessfully to displace the stent and the end-cone from the sheath; surgical consult for a cutdown, endarterectomy stent removal using a snare device and restenting with 3 non-abbott stents was completed. A portion of the stent remains in the anatomy. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed as the stent was already deployed. The tip detachment, and damage to the stent and catheter was confirmed. The difficult to remove could not be confirmed as they were based on case circumstances and the stent was already deployed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant product: sheath: 6 fr sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.